Event description:
(B)(4). Event occurred in united states. The patient reported that the infusion set tubing disconnected at the quick release and noticed that blood glucose level was going up. The patient put it back on. The blood glucose at the time of the event was 300 mg/dl. Reportedly, there was neither stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. At the time of reporting, patient's blood glucose level was 332 mg/dl. Upon investigation, it was found that the glue in the tubing connector was missing and a drop of glue on the tubing connector was found. No further information available.